Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that patient had a broken sensor wire and a broken case. Patient did not specify when this event occurred. Dexcom technical support made several attempts to follow up on this incident with the patient, but patient never responded. No medical intervention was required.